Event description:
Information was received indicating that a smiths medical cadd extension set leaked. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Cadd extension sets was returned for analysis. The sample received by shm: five samples were received from p/n 21-7106-24 l/n 58x048 and one sample was received in used conditions without its original packaging. However, four samples were received in new conditions with their original closed packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. One sample was connected to an adapter and it was tested using a syringe with water in order to detect any leak and leak was detected in the air vent of the filter. The customer's reported problem was confirmed. The most probable causes of the reported problem could be that the filter was received damaged from the supplier or the filter became damage after the product left shm facilities. Per previous complaint in order to request corrective actions to supplier pall life sciences. As a preventive action production personnel were notified by quality engineer as awareness of the defect reported by the customer.